Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she has not charged her ipg in one year and the device ceased functioning eight months ago. Subsequently, the pt's ipg will not communicate with external devices. The sjm rep met with the pt and confirmed the issue. The pt is to consult with her physician as the next course of action.